Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow keypad buttons were found to be intermittently unresponsive; the ok and contrast buttons responded appropriately. During testing, 10u boluses were performed successfully and accurately recorded in the pump history. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be faded/discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up, down and ok buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The reporter stated that there was no trauma to the pump, the keypad was intact and no moisture exposure. The patient reportedly wore the pump exterior to a garment and does not clean the pump. The reporter also stated that sometime in the past , the patient gave herself a bolus from the pump but it did not register in the bolus history and the patient's blood glucose (bg) elevated to 400mg/dl with dehydration and thirst. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.